Manufacturer narrative:
(B)(4)

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the surgeon states that the first firing at the antrum using a green sulu (B)(4) was correct but the second firing using a sulu (B)(4) at its maximum articulation was not correct. At the gastric section, behind the antrum, a stapling failure was detected in three occasions using maximum or practically maximum articulation of the loading unit. The device was blocked and the loading unit just fired half cm of staples but it did not cut. They used 3 devices and 4 sulus (B)(4) with the same result. So at the end, they made a narrower tubular in order to remove the staple line with no cut already fired in the stomach. The customer was using the seamguard cover. The surgery was finished without further incident using the 4th device. There was a 60 minute delay in operating room time.